Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual inspection revealed that there was a blue slide clamp stuck in the channel. The cause of the condition was determined to be the blue slide clamp. To correct the condition, the blue slide clamp was removed. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the door of a flo-gard infusion pump would not close. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.